Event description:
2 months past symptom apparition, patient states that the "swelling is much better now but not completely gone yet." Patient is "under the impression that [event] was an inflammation."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: lidocaine is noted with lot number 876. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient who is also a healthcare professional reports 1.0 ml juvéderm® voluma¿ with lidocaine to ck1, ck2, ck3, ck4. Pain noted the night of the injection. The following day, swelling and redness of the injection sites developed. Patient went to see a physician the next day and complained of the swelling, redness and hardening on both sides but the physician said it was normal and offered to either treat with hylase or medicine. The patient refused. The patient developed an infection and went to see a plastic surgery specialist and was treated with clindamycin 600 mg (3 times a day) for 10 days. Ibuprofen, doxycycline and oraycea also provided as treatment. The symptoms are mostly in the ck2 + ck3 area and have subsided since the patient started the medication. The patient still has some knots in the affected area but the symptoms are healing. Patient also suffers from an unspecified skin disorder that is being treated with an unspecified medication.